Manufacturer narrative:
At the time of this report, the device is still implanted in the patient and a revision surgery is being planned. The lot numbers were received for the device and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. (B)(4).

Event description:
It has been reported that the patient received an acetabular cup on (B)(6) 2007 and patient stated "left hip pain from durom". At the time of this report, revision surgery is being planned.